Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site from the vad coordinator that the patient was home, sitting down and the door rang. Patient got up to answer the door and both power sources were disconnected. The patient's daughter was the person at the door and when she looked in the window, she saw him on the floor. The daughter then kicked the door in and immediately saw both power sources were disconnected. Daughter immediately connected the power. She then called the vad team and explained the situation. The patient's daughter claimed that there was no audible no power alarm when she was connecting the batteries. The patient was said to be unconscious when the patient's daughter attached the power sources. They immediately called to have him brought to the hospital and the patient was admitted. Upon arrival to the hospital on (B)(6) 2016 the patient's controller was evaluated. The pump was said to be running at the expected parameters. The power connections and power sources were all inspected and they all checked out normal. It was stated that the log files were sent to the manufacturer. The following (B)(6) 2016) it was decided to do an elective controller exchange. Controller was tested and the no-power alarm was in working order. The team opted to go ahead and take the controller out of service as a precaution. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The returned controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed a 'controller power-up' and 'motor start' events logged on (B)(6) 2016 at 09:58:20 hours. These events indicate that both power sources were disconnected from controller and were then reconnected. The estimated maximum time that controller lost power and the hvad could have been stopped was 12 minutes and 12 seconds. However, testing performed on this device indicate that both power ports perform proper mating and lock actions when the power sources are connected. The power connections with the controller are reliable. The 'power disconnect' alarm provoked during bench testing sounded at a normal level for a period of 67 minutes and 21 seconds, far beyond the required time of 15 minutes. This suggests that is very unlikely that the alarm failed to sound when the controller was disconnected during the reported event. The controller performed as intended during bench testing. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device is likely a contributing factor. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Clinical factors that may have contributed to the reported event are multifactorial and may be related to the patient's interaction with the equipment, the patient's past medical history, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined, there are patient factors that may have contributed to this event.